Event description:
It was reported that the subject device had a connection problem, a communication error 224, and sometimes the image would come up and sometimes would go away. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a connection problem, a communication error 224. And sometimes, the image would come up and sometimes would go away. There were no reports of patient harm.